Manufacturer narrative:
The investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the patient had a knee surgery on (B)(6) 2014 using zimmer cement. Patient allegations were pain, limited mobility, and loosening due to lack of bonding of the bone cement. A revision surgery was on (B)(6) 2015.

Manufacturer narrative:
The reported event was that the patient allegations were pain, limited mobility, and loosening due to lack of bonding of the bone cement. The complaint cannot be confirmed. There is no product to investigate and no issues were found in the review of the device history report and manufacturing processes of the palacos cement. There are too many issues with the operating procedure, materials, components, and equipment used, and medicinal products given to the patient that was not defined in the available information to adequately identify and type of root cause. There are no recommended actions at this time; the severity and frequency do not warrant further actions. Issue is trended by quality reports.

Event description:
Additional information received on december 31, 2015, the following supplemental information was received: the patient alleged, through counsel, that he experienced pain, depression and weight loss of approximately 40-50 pounds. Additionally, the patient alleged limited mobility, difficulty sleeping, and pain.